Event description:
Manufacturer reference number #(B)(4).

Manufacturer narrative:
Maquet sas became aware of an issue with a surgical light powerled device. As it was stated, the bearing in the spring arm and axle from the fork assembly was grinding to metal particles which were falling off. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicated that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never led to serious injury or worse. The issue was investigated by manufacturing site and based to the conclusions the most probable root cause is lack of lubricant on needle bearings of the device involved. The investigation showed that needle bearing were in good condition, all needles were placed correctly and rotated normally. It has been noticed that they were all dried without grease or oil. This type of bearing requires a lubricant for a correct use. In user manual (nu_powerled_01581en) manufacturer recommend to final customer to check the snap rings on the light head, to remove the light and lubricate the sleeves every year by a qualified personnel. The device involved was manufactured on october 2011. During the investigation it was established that the device was not under getinge preventive maintenance agreement. It was impossible to establish when last pm was performed on the device and by whom. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, (B)(4). Exemption # e2018005. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site.

Event description:
On (B)(4) 2019 maquet (B)(4) became aware of an issue with one of surgical lights- powerled. As it was stated, the bearing in the spring arm and axle from the fork assembly was grinding to metal particles which were falling off. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number # (B)(4).